Event description:
It was reported that the zimmer skin graft mesher ratchet handle missing screw. Upon device evaluation, it was observed that the comb was bent. There was no report of serious injury, medical/surgical intervention.

Manufacturer narrative:
Beginning 05/31/2002, us and (B)(4) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and evaluation. The svc record indicates that the device was mfg on 07/26/2004 and was last repaired on 05/08/2012. Analysis of the device observed that the screw in the ratchet handle was missing. It was also observed that the comb was damaged. A test mesh and pre-repair calibration check could not be performed due to damage of the comb. No cutters were sent with the unit for evaluation. The comb, side plates, gear, gear in the ratchet, sliding pin in the ratchet handle, and missing screw were replaced. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. According to the instructions for use, the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance.